Event description:
It was reported that the patient heard a "beeping" sound. Possible premature battery depletion and malfunction were noted. A charge circuit time out occurred. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data from the device shows the device reached eri (elective replacement indicator) approximately 78 months after implant.